Event description:
A physician reported that his patient, who had undergone an essure placement procedure, presented to him with pain; the physician did not know when the patient had the essure procedure. The physician stated that the essure micro-inserts in the patient's abdomen and her fallopian tubes were not occluded. One micro-insert was removed laparoscopically. The second micro-insert was found adhered to the sigmoid colon and was not removed. The physician stated that he is unsure if the patient's pain is directly related to the essure micro-inserts; during the laparoscopy the patient was found to have endometriosis. The physician reported that the patient is doing ok following the laparoscopy, but still experiencing some pain.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs